Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a 32-year-old female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiparous and post procedural bleeding. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain in pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ periods are very heavy"), depression ("depression") and anxiety ("mental anguish"), 20 days after insertion of essure (ess205). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dyspareunia ("pain with intercource"), coital bleeding ("bleeding after intercourse"), menstruation irregular ("periods are irregular"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, coital bleeding, menstruation irregular, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, coital bleeding, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain, perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the right side there was about 3 coils and on the left side about 6 coils. She was planning for essure removal. Discrepancy noted as follows- in first follow up plaintiff had an hsg test done which confirmed that the essure device was successfully occluded and in pfs it is mentioned as did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Smear cervix - on an unknown date: normal. Concerning the injuries reported in this case the following event was described in patient's medical record: device monitoring procedure not performed. Lot number: 621803 manufacturing date: 2006-11 expiration date: 2008-10 . Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: events added: pain with intercourse, periods are irregular, dysmenorrhea, abdominal pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 32-year-old female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiparous and post procedural bleeding. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain in pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"), 20 days after insertion of essure (ess205). On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation ("migration"). The patient was treated with paracetamol (acetaminophen). Essure (ess205) treatment was not changed. At the time of the report, the perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and device dislocation outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the right side there was about 3 coils and on the left side about 6 coils. She was planning for essure removal. Discrepancy noted as follows- in first follow up plaintiff had an hsg test done which confirmed that the essure device was successfully occluded and in pfs it is mentioned as did not undergo confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Smear cervix - on an unknown date: normal. Concerning the injuries reported in this case the following event was described in patient's medical record: device monitoring procedure not performed. Lot number: 621803; manufacturing date: 2006-11; expiration date: 2008-10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiparous and post procedural bleeding. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain in pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"), 20 days after insertion of essure (ess205). On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation ("migration"). The patient was treated with paracetamol (acetaminophen). Essure (ess205) treatment was not changed. At the time of the report, the perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and device dislocation outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the right side there was about 3 coils and on the left side about 6 coils. She was planning for essure removal. Discrepancy noted as follows- in first follow up plaintiff had an hsg test done which confirmed that the essure device was successfully occluded and in pfs it is mentioned as did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Smear cervix - on an unknown date: normal. Concerning the injuries reported in this case the following event was described in patient's medical record: device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new event perforation and migration was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.